Event description:
It was reported that the user was not able to prime a vented solution set. This occurred while priming the device with ivig from a ¿large bottle.¿ the reporter stated that the ivig was taken cold out of the fridge. The set started to prime; however, the flow stopped and a syringe had to be used on the distal port to draw the solution through the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.